Event description:
The pt underwent a 2 level cervical fusion surgery with stabilization using anterior cervical plate in 2002. It was discovered in september that one of the cancellous bone screws had broken mid-shaft. Revision surgery was performed in 2002 to remove the broken head and restabilize. The sales rep notified spinal concepts about the case on nov 25, 2002.